Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had issue with the buttons. The customer's blood glucose level was 100 mg/dl. The customer reported that the insulin pump had motor error after bolus. The customer reported that they were able to clear the alarm and rewind the insulin pump the customer state that the insulin pump passed the displacement test. The customer reported that there was an issue with the act button working. The customer stated that the act button had to be pressed hard to get it work. The customer stated that the time screen was not frozen. The insulin pump will be returned for analysis.